Event description:
It was reported that the pt experienced respiratory depression one week "post-op" for an unspecified procedure. The physician had thought that the pt was started on too much intrathecal baclofen (32ug/d) as well as dilaudid. The physician was unsure as to why the pt did not show any symptoms sooner than one week post-op. The pt was placed on a ventilator and was reported as being "stable." The physician had planned to remove the baclofen and just infuse dilaudid. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).